Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent total hysterectomy on friday , april 14.). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: on friday april 14 patient underwent total hysterectomy. There was no result from pathology. They failed to report it rather than the coils being lost in her body. And doctor said if he can't get conclusive findings he will order a full body scan. Concerning the injuries reported in this case, the following one was described via social media: allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent total hysterectomy on (B)(6)). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: on (B)(6) patient underwent total hysterectomy. There was no result from pathology. They failed to report it rather than the coils being lost in her body. And doctor said if he can't get conclusive findings he will order a full body scan. Concerning the injuries reported in this case, the following one was described via social media: allergy to metals. Most recent follow-up information incorporated above includes: on 22-oct-2018: reporter added, case became incident. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.